Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient failed to charge the ipg as recommended. The ipg was confirmed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received identified that effective therapy was restored post operatively.